Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and the sleeve head. The guidetooth was damaged. Apparent explant damage was also noted.

Event description:
It was reported that during the implant attempt, the physician was unable to extend the screw on the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.